Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recr0049 showed four other similar product complaint(s) from this lot number. The complaints for this lot number (recr0049) have been reported from the same facility in (B)(6).

Event description:
It was reported that redness and exudate appeared at the puncture site. The patient was hospitalized for chemotherapy for nasopharynx cancer. On (B)(6) 2019, the patient underwent PICC catheterization from the left basilic vein under the guidance of ultrasound. The procedure went smoothly without blood or exudate at the puncture site. During dressing change on (B)(6) 2019, it was found that redness and exudate appeared at the puncture site, but without tenderness. Alginate dressing was used following to the surgeon's advice. During dressing change on (B)(6) 2019, no redness or exudate were found at the puncture site, and there was no tenderness.